Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a fairly severe contact allergy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removal of the device for the reaction. Outcome of the reaction is unknown.